Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a charge time exceeded fault message. An invasive procedure was performed. The device header became cracked during the explant procedure and the right ventricular (rv) lead was twisted resulting in damage to the epoxy on the lead. After removal of the lead from the device header, the lead exhibited noise and high out of range pacing impedance measurements greater than 2,000 ohms. A new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the crt-d identified tool marks on the device header and confirmed that the device header was loose. The loose header was felt to be consistent with induced damage during explant. Review of device memory found a shorted lead fault was recorded after a 21 joule shock was attempted. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 21 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.